Manufacturer narrative:
Product event summary:the controller was returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event. Log analysis revealed three controller power-ups within the analyzed period. Failure analysis of the returned controller revealed that the device passed visual examination but failed functional testing due to an inability to start a motor fixture. Supplemental testing revealed that a fairchild metal¿oxide¿semiconductor field-effect transistor (mosfet) on the power board was found shorted. In addition, it was observed that another fairchild mosfet was found improperly soldered onto the printed circuiting board (pcb). The controller regain functionality once the shorted mosfet was replaced and the mosfet with the soldering defect was resoldered. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to a shorted power mosfet and a manufacturing defect related to an improperly soldered mosfet on the printed circuited board. A supplier investigation is evaluating failures due to a shorted fairchild mosfet transistor on the power board. An internal investigation was initiated to capture events involving the controller losing power. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported per the site that the patient changed the controller after it went 'dead' a couple of times. The patient will return to clinic for evaluation and return of the controller. The controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The controller passed visual inspection and failed functional testing. This report was identified following the conversion of complaint files from the legacy complaint handling system following integration and is being submitted to report analysis results. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.